Event description:
This is a spontaneous case report received from a medical doctor in united states on 04-nov-2015 which refers to an adult female patient who had essure (fallopian tube occlusion insert) implanted on (B)(6) 2008. The patient called the doctor because of bleeding. Thru testing essure was located in the uterus, expelled partially. Essure was removed and the patient was going for tubal. She was doing well. Follow-up received on 28-dec-2015: product technical complaint investigation and final assessment were received: the bayer reference number for the ptc report is (B)(4). Final assessment: for cases were a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: based on the available information no product quality defect was confirmed. The reported medical event(s) are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. In summary, there is no reason to suspect a causal relationship between the reported medical event(s) and a quality defect. Follow-up information received on 08-feb-2016: essure health care provider general questionnaire was received. Consumer was added as reporter. She was (B)(6). Her weight was (B)(6). Essure was inserted 5 months after delivery. Hysterosalpingogram was performed on (B)(6) 2009 and confirmed successful bilateral blockage. On (B)(6) 2011, novasure ablation was performed. On (B)(6) 2015, essure was removed via hysteroscopy and dilation and curettage were performed. During procedure, the devices were found in the endometrium, protruding from tubal ostia. The symptoms resolved after surgery. No hysterectomy or salpingectomy were necessary. It was reported that the removal was medically necessary for alternate permanent sterilization. On (B)(6) 2015, another hysterosalpingogram was performed, result was not provided. On (B)(6) 2015, tubal cautery was done. Follow-up information received on 29-feb-2016: the patient underwent novasure ablation due to menometrorrhagia. Company causality comment: this medically confirmed case report refers to a female patient who had essure (fallopian tube occlusion insert) inserted and presented bleeding. Essure was removed via hysteroscopy and a dilation and curettage was performed. During surgery, the devices were found in the endometrium, protruding from tubal ostia (previously reported as essure was located in the uterus, expelled partially). According to follow up information novasure ablation was performed due to menometrorrhagia. These events, seen as genital bleeding and device dislocation, are listed in the reference safety information for essure and are serious due to their medical importance. Considering the implied temporal relationship and the fact that genital bleeding may occur during essure use, causality with suspect insert cannot be excluded. In this case, the date and circumstances of this device dislocation were not informed. It was not clear the exact reason for undergoing novasure ablation, this information requires clarification. Considering the nature of device dislocation and genital bleeding, causal relationship with suspect insert cannot be excluded. With regards to the other event, company considers as unrelated until clarification. This case was upgraded to incident considering that device removal with dilation and curettage were performed. Based on the available information no product quality defect was confirmed. Further information is expected.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation fallopian tubes'), uterine perforation ('it was felt that perforation likely occurred when introducing this sound the second time'), device dislocation ('devices were found in the endometrium, protruding from tubal ostia'), menorrhagia ('menorrhagia (heavy menstrual bleeding)') and menometrorrhagia ('menometrorrhagia') in a 25-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included delivery on (B)(6) 2008. Concurrent conditions included uterine bleeding. In 2008, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painfful sexual intercourse)"), pelvic pain ("pelvic pain / chronic pain/pain"), vaginal discharge ("vaginal discharge") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), uterine perforation (seriousness criterion medically significant), device dislocation (seriousness criteria medically significant and intervention required), menometrorrhagia (seriousness criteria medically significant and intervention required), genital haemorrhage ("bleeding"), abdominal pain ("abdominal pain") and uterine pain ("lower abdominal pain (uterus)"). The patient was treated with surgery (ablation, dilation and curettage and bilateral salpingectomy). Essure was removed on (B)(6) 2015. On (B)(6) 2015, the device dislocation and genital haemorrhage had resolved. At the time of the report, the fallopian tube perforation, uterine perforation, menorrhagia, menometrorrhagia, dysmenorrhoea, abdominal pain, vaginal discharge and vaginal haemorrhage outcome was unknown and the dyspareunia, pelvic pain and uterine pain had resolved. The reporter provided no causality assessment for genital haemorrhage and menometrorrhagia with essure. The reporter considered abdominal pain, device dislocation, dysmenorrhoea, dyspareunia, fallopian tube perforation, menorrhagia, pelvic pain, uterine pain, uterine perforation, vaginal discharge and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy noted per merge source docm: date(s) of insertion: on (B)(6) 2008. Date of essure placement procedure: approx. On (B)(6) 2008. Date(s) of removal: on (B)(6) 2015, on (B)(6) 2016, salpingectomy (bilateral). On (B)(6) 2008, bilateral occlusion. On (B)(6) 2008. Approximately on (B)(6) 2008. I do not remember exact date. Type of test: hysterosalpingogram (hsg) results: total bilateral occlusion. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 79.365 kgs. Hysterosalpingogram: on (B)(6) 2008: total bilateral occlusion; on (B)(6) 2009: results: successful bilateral blockage. Findings: the uterus distends well with contrast. Bilateral. Essure devices are noted. There is no significant fallopian tube opacification. The right essure device is slightly lateral to the cornual end of the tube; on (B)(6) 2015: results: not provided. Quality-safety evaluation of ptc: final assessment. For cases were a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: based on the available information no product quality defect was confirmed. The reported medical event(s) are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. In summary, there is no reason to suspect a causal relationship between the reported medical event(s) and a quality defect. Most recent follow-up information incorporated above includes: on 29-oct-2020: fu 6 and retention processed together. All the information from the deletion case: (B)(4) were transferred including references, reporters, events and source documents. Events transferred: fallopian tube perforation, menorrhagia, dysmenorrhea, dyspareunia, pelvic pain, abdominal pain, vaginal discharge, vaginal heamorrhage, uterine pain. MFR control no. Of deletion case is (B)(4). Mr received : event "it was felt that perforation likely occurred when introducing this sound the second time", reporters information, concomitant drug were added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer, and describes the occurrence of fallopian tube perforation ('perforation fallopian tubes'), uterine perforation ('it was felt that perforation likely occurred when introducing this sound the second time'), device expulsion ('devices were found in the endometrium, protruding from tubal ostia'), menorrhagia ('menorrhagia (heavy menstrual bleeding)') and menometrorrhagia ('menometrorrhagia'). In a 25-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included: delivery in (B)(6) 2008. Concurrent conditions included: uterine bleeding. In 2008, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painfful sexual intercourse)"), pelvic pain ("pelvic pain/chronic pain/pain"), vaginal discharge ("vaginal discharge"). And vaginal haemorrhage ("abnormal bleeding (vaginal)"). On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), uterine perforation (seriousness criterion medically significant), device expulsion (seriousness criteria medically significant and intervention required), menometrorrhagia (seriousness criteria medically significant and intervention required), genital haemorrhage ("bleeding"), abdominal pain ("abdominal pain") and uterine pain ("lower abdominal pain (uterus)"). The patient was treated with surgery (ablation, dilation and curettage and bilateral salpingectomy). Essure was removed on (B)(6) 2015. On (B)(6) 2015, the device expulsion and genital haemorrhage had resolved. At the time of the report, the fallopian tube perforation, uterine perforation, menorrhagia, menometrorrhagia, dysmenorrhoea, abdominal pain, vaginal discharge and vaginal haemorrhage outcome was unknown. And the dyspareunia, pelvic pain and uterine pain had resolved. The reporter provided no causality assessment for genital haemorrhage and menometrorrhagia with essure. The reporter considered abdominal pain, device expulsion, dysmenorrhoea, dyspareunia, fallopian tube perforation, menorrhagia, pelvic pain, uterine pain, uterine perforation, vaginal discharge and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy noted, per merge source docm: date(s) of insertion: (B)(6) 2008. Date of essure placement procedure: approx. (B)(6) 2008. Date(s) of removal: (B)(6) 2015, (B)(6) 2016, salpingectomy (bilateral). On (B)(6) 2008, bilateral occlusion. (B)(6) 2008, approximately (B)(6) 2008. I do not remember exact date. Type of test: hysterosalpingogram (hsg) results: total bilateral occlusion. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 79.365 kgs. Hysterosalpingogram: on (B)(6) 2008, total bilateral occlusion; on (B)(6) 2009, results: successful bilateral blockage. Findings: the uterus distends well with contrast. Bilateral essure devices are noted. There is no significant fallopian tube opacification. The right essure device is slightly lateral to the cornual end of the tube; on (B)(6) 2015, results: not provided. Quality safety evaluation of ptc: final assessment: for cases were a device failure, during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion. We typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported, which indicates a new technical failure mode for the device. Medical assessment: based on the available information, no product quality defect was confirmed. The reported medical event(s) are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. In summary, there is no reason to suspect a causal relationship between the reported medical event(s) and a quality defect. Amendment: the report was amended for the following reason: significant amendment done. Event pt device dislocation was updated to device expulsion. No new follow-up information was received from the reporter. Based on the available information. A review of our complaint records and other relevant data was conducted. Any new and reportable information that becomes available from our investigation, will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer, and describes the occurrence of fallopian tube perforation ('perforation fallopian tubes'), uterine perforation ('it was felt that perforation likely occurred when introducing this sound the second time'), device expulsion ('devices were found in the endometrium, protruding from tubal ostia'), menorrhagia ('menorrhagia (heavy menstrual bleeding)') and menometrorrhagia ('menometrorrhagia'). In a 25-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included: delivery in (B)(6) 2008. Concurrent conditions included: uterine bleeding. On (B)(6) 2008, the patient had essure inserted. In 2008, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), pelvic pain ("pelvic pain/chronic pain/pain"), vaginal discharge ("vaginal discharge") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), uterine perforation (seriousness criterion medically significant), device expulsion (seriousness criteria medically significant and intervention required), menometrorrhagia (seriousness criteria medically significant and intervention required), genital haemorrhage ("bleeding"), abdominal pain ("abdominal pain") and uterine pain ("lower abdominal pain (uterus)"). The patient was treated with surgery (ablation, dilation and curettage and bilateral salpingectomy). Essure was removed on (B)(6) 2015. On (B)(6) 2015, the device expulsion and genital haemorrhage had resolved. At the time of the report, the fallopian tube perforation, uterine perforation, menorrhagia, menometrorrhagia, dysmenorrhoea, abdominal pain, vaginal discharge and vaginal haemorrhage outcome was unknown. And the dyspareunia, pelvic pain and uterine pain had resolved. The reporter provided no causality assessment for genital haemorrhage and menometrorrhagia with essure. The reporter considered abdominal pain, device expulsion, dysmenorrhoea, dyspareunia, fallopian tube perforation, menorrhagia, pelvic pain, uterine pain, uterine perforation, vaginal discharge and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy noted, per merge source docm: date(s) of insertion: (B)(6) 2008; date of essure placement procedure: approx. (B)(6) 2008; date(s) of removal: (B)(6) 2015, (B)(6) 2016, salpingectomy (bilateral); (B)(6) 2008, bilateral occlusion. (B)(6) 2008, approximately (B)(6) 2008. I do not remember exact date. Type of test: hysterosalpingogram (hsg), results: total bilateral occlusion. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 79.365 kgs. Hysterosalpingogram: on (B)(6) 2008, total bilateral occlusion; on (B)(6) 2009, results: successful bilateral blockage. Findings: the uterus distends well with contrast. Bilateral essure devices are noted. There is no significant fallopian tube opacification. The right essure device is slightly lateral to the cornual end of the tube; on (B)(6) 2015, results: not provided. Quality safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 18-nov-2020, quality safety evaluation of ptc (product technical complaint). Based on the available information. A review of our complaint records and other relevant data was conducted. Any new and reportable information that becomes available from our investigation, will be provided in a supplementary report.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs